Manufacturer narrative:
The drive support cap was loose and protruded. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and missing drive support sticker. (B)(4).

Event description:
Customer's mother reported via phone call damage on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer's mother advised their other child has an issue with the drive support cap. Troubleshooting for the cosmetic damage was performed. Customer's mother advised the drive support cap pops out of the casing because the device was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.